Event description:
The device was used during a breast biopsy procedure. Reportedly, the suture broke as knots were being tied. No pt injury reported. The surgeon used another suture to complete the procedure.